Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Medical records were not provided. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fractures were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have been returned. Reported during cleaning/sterile processing. No patient involvement.